Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no irregularities were found. The retractor blade was broken at the upper portion were received. The instrument corresponded to the drawings and processes at the time manufacture. Too much force was applied to the retractor blade.

Event description:
The surgeon was using the retractor blade 110 mm during a posterior lumbar fusion procedure at l4-l5, and it broke. All pieces were retrieved, and the surgeon selected another blade to complete the procedure with no adverse effects of the pt.